Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip the device was difficult to remove. A dilator was inserted into the access ports as described in the instructions for use (IFU) enabling the thumb advancer and locator wings to be retracted and allowing the device to be withdrawn from the tissue tract. The clip delivered in the intended location but bleeding continued. Manual compression was applied for ten minutes to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded, but one unused sterile starclose se device with the same lot number, is expected to be returned for eval. It has not yet been received. A follow-up will be submitted with any relevant info. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.